Event description:
Based on info reported to davol by the pt: (B)(6) 2008: pt underwent open umbilical repair with ventralex mesh. The pt alleges umbilical hernia is infected and mesh must be removed.

Manufacturer narrative:
Based on info reported by the pt, an umbilical hernia was repaired with a ventralex mesh. The pt alleges that an infection developed and that the mesh must be removed. We have contacted the initial reporter to request add'l info. This MDR includes all pt, event and device info davol has received to date. Currently, it is unk whether the device may have caused or contributed to the event. No medical records or lot number have been provided, and it does not appear that the mesh was explanted. Without add'l info, no conclusion can be drawn.